Event description:
Caller reported a malfunction with the tandem pump, identified as malfunction 12, which was not preceded by any notable events. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Cts assisted the caller with resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if any future malfunctions occur, with caller confirming understanding of this advice.